Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in signal loss occurring throughout their floor, it was not isolated to a bedspace or tele box. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in signal loss occurring throughout their floor, it was not isolated to a bedspace or tele box. No patient harm reported.